Event description:
It was reported that the device battery depleted quickly over a three month period. It was further reported that the patient is part of a (B)(6) study involving high rate pacing for three hours a day for three days a week for 12 weeks. The rapid depletion aligns with the time of this study protocol. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.